Manufacturer narrative:
.

Event description:
It was reported that pt presented in ER w/ acute myocardial infarction. A cath. Revealed 100% occlusion. Pt was in cath lab where a sheath was inserted via left femoral artery. Iab was inserted augmenting at 100. At approx 12:00am, pump alarmed helium loss. Staff found pt extremely agitated writhing back/forth in bed. Blood was found in driveline tubing. Md called arrow hotline because he was out of hosp & wanted to know how long he had to get back to hosp to remove iab. Clin. Support specialist verified w/md that driveline tubing was clamped and iab had been pulled from the pump. Md told clin. Support that it would take him 20 min to get to hosp; clin. Support replied 20 min was fine. Md arrived in hosp at 0100 hrs & removed iab. Pt was supported medically until transferred to another facility for CABG. Pt was on sq heparin & was stable at time of report. F/u report will be field if more info become available.